Event description:
It was reported, that a malfunction alarm occurred. The customer, experienced an elevated blood glucose (bg) level. The customer¿s continuous glucose monitor read "high¿. However, a specific bg value was not provided. The customer delivered an insulin injection to treat the bg. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.